Event description:
It was reported that the device did not meet the longevity expectations of the patient. Caller was inquiring why the device did not last longer as the patient is not happy that they will need to have the device replaced. It was further reported that the device had started beeping and that is when the patient found out from their physician that the device will need to be replaced. The device currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.